Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after the onset of the peritonitis. The patient was treated with injections of reflin (1 gram for 14 days, route not reported) and injections of tobramycin (80 milligram for 14 days, route not reported) for the event. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).